Event description:
It was reported that the device battery had rapid depletion. The longevity estimation noted 10-33 months and then at an office visit 6 months later, the device indicated elective replacement (eri) and could not be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. Concomitant product: 5076-45, lead, 2007. (B)(4).